Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed when investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings of 71 mg/dl and 366 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.